Manufacturer narrative:
The insulin pump was received with a blank display due to a missing battery tube spring. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or verify power error and unexpected battery power loss due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had several replace battery or replace battery now alerts, they replaced battery, battery cap was fine but after that more power error detected alerts occurred. The customer¿s blood glucose level was 23.8 mmol/l, 24.8 mmol/l customer corrected blood glucose with insulin pen but it not gone down. Customer states they uses 3 milliliter reservoir, no occlusion alarms or other alarms occurred. The device will be returned for analysis.